Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient jumped up on the couch to get away from a spider and now she is having increased chronic pain and also getting surges from the ins. The rep will be meeting with the patient on (B)(6) 2018 to check their system. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2018 reported that the cause of the surging was still not determined. The patient was waiting for an x-ray. The surging was resolved for the time being. No further complications were reported.